Manufacturer narrative:
Additional product code jdo. Initial reporter phone number: (B)(6). (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent hardware removal due to proximal femur fracture loss of reduction with dynamic hip screw system (dhs) + cannulated screw and was revised to total hip. The procedure outcome and patient's status are unknown. This complaint involves three (3) devices. This report is for (1) dhs®/dcs® lag screw 12.7mm thread/95mm. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 280.950, lot 6054755: manufacturing site: elmira. Release to warehouse date: january 21, 2009. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it is observed that there were few scratches all over the body. Threads of the received device was slightly deformed. The relevant drawings were reviewed during the investigation; no design issues or discrepancies were noted during the investigation. Dimensional inspection of the device was performed, and it was measured to be within specification. The complaint condition was being confirmed. A definitive root cause for the reported problem could not be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.